Event description:
I hold the FDA responsible for approving this particular product, renu with moisture loc by bausch lomb, for the severe damage it has caused to my left eye. From june 06 to july 06, I used this product and as a result, I'm now blind in my left eye on top of this infection. I also suffer from excessive eye discharge, sensitivity to light and severe headaches. I'm presently on an anti-fungal therapy that I may be on for the rest of my life. I'm also required to undergo a corneal transplant due to the scarring of my cornea. This contaminated solution has caused a major set back to my life. I had to drop out of college with only one month from graduating. I can not work or enjoy going outside due to the sensitivity to light and headaches. The most important problem that I face now is getting to my eye specialist that's out of state. I'm required to see every 2 weeks. I can afford to travel, plus buy the medication for this infection. What I don't understand is how this product was approved. Did the FDA do their research to learn that this product was contaminated before they put it on the market?